Event description:
The customer reported that the bellavista 1000 has breakage issues with the end tidal cables. The issue occurred during patient-use.the customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:unable to identify the reported failure. No cable is available for investigation. No further failure reported from the field so this could be related with condensation.